Manufacturer narrative:
The bur subject to this investigation was not returned to the manufacturer for evaluation. Lot number information has not been provided to permit further investigation. The root cause is undetermined. The handpiece associated with this MDR is as follows; part number: 5400300000, serial number: (B)(4).

Event description:
It was reported that during a surgical procedure the bur broke. It was also reported that the broken piece hit the scrub technician on the shoulder. It was further reported that this event resulted in a red mark on scrub technician's shoulder; however, professional medical intervention was not required.